Event description:
A call to technical services was made on 7/25/2013 stating that this lead must be in the atrium as per physician. This lead was implanted on (B)(6) 2010 and is still in active use. The physician was dr. (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).